Event description:
Patient reports "pain and swelling" in the right breast and after an ultrasound, they have been informed that the breast implant is "leaking." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports, "pain and swelling" in the right breast. And after an ultrasound, they have been informed that the breast implant is "leaking". Device remains implanted.

Manufacturer narrative:
Correction to g3 of follow up 1. Aware date should have been (B)(6) 2022.

Event description:
Healthcare professional reported right side "non-tender lumps in both armpits for 5 weeks which have remained the same size", which is not device-related.